Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that a device malfunction had occurred.

Event description:
Patient presented for knee revisions surgery because knee was not tracking well. Patella was undersized.